Manufacturer narrative:
Result: the 5max catheter is flattened approximately 17.0 cm from the hub. The flat portion is approximately 95.0 cm in length. Conclusion: the device was returned for analysis and has been evaluated. The complaint indicates that the 5maxace collapsed under aspiration and then separated. The complaint did not describe any damage to the 3max or 5max catheters. A collapse in the catheter lumen was not confirmed however, evaluation of the returned product revealed two fractures in the 5maxace catheter. The 3max catheter was returned lodged inside of the fractured 5maxace. The 5max catheter was flattened beginning 17.0 cm from the hub moving distally for a length of 95.0 cm. The flattening in the 5max catheter may have been due to handling error if the rhv was not loosened prior to attempting to remove the catheter. These aspiration catheters are designed to withstand maximum aspiration pressure with the aspiration pump and do not collapse under aspiration. The cause of this complaint cannot directly be determined. The evaluation of the returned devices is not consistent with the description of the complaint. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This MDR is associated with MDR 3005168196-2014-00178 and 00183.

Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system 5max ace reperfusion catheter. During the procedure, the physician reported that the catheter collapsed during aspiration. Upon retrieval, the catheter separated. The physician used another catheter to complete the procedure and there was no reported adverse effect on the patient.